Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was torturous and calcified and located in the left circumflex artery (lcx). Pre-dilatation was performed with an unspecified 1.5 x 8 mm non-compliant balloon and then the xience v 2.25 x 28 mm stent was implanted. Post-implant, a distal edge dissection was observed. A xience v 2.25 x 15 mm stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. No adverse patient sequela was reported. No additional information was provided.